Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out for eri, fluoroscopy showed externalized conductors. The lead was capped and replaced. The patient was asymptomatic and was doing well.